Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device dispositon is unknown.

Event description:
Bones were hard, drills could hardly be done, and deflections were also seen in the drill shaft. The drill was broken and the breakage part remained in the body. But finished the procedure. Tip of broken part was remain in patient.